Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025, the agent documented that the user experienced a low blood glucose (bg) event of 42 mg/dl and treated with two glucose tablets and ritz crackers. The user subsequently overtreated, leading to blood glucose (bg) rising above 300 mg/dl. The ilet pump delivered a correction bolus, and after a meal announcement, blood glucose (bg) began to trend down. A second low was overtreated, again resulting in blood glucose (bg) above 300 mg/dl. The agent reviewed best practices for treating lows (15 g carbohydrate, recheck in 15 minutes) and noted fluctuations were expected within the first week of pump use. Lowest blood glucose (bg) recorded was 42 mg/dl and highest was 349 mg/dl. Bg was corrected with glucose tablets, crackers, and automated pump correction. Symptoms during the low included finger tingling and numbness; during the high, muscle aches. No prolonged out-of-range period requiring outside assistance or medical intervention was reported at the time of call.